Manufacturer narrative:
The reported event did not involve patient use. Section a was left blank. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that during preparation of the impella automated impella controller (aic) a controller error alarm occurred. Troubleshooting was done and the issue was resolved. There was no reported involvement.

Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Data analysis: the console was booted up with controller error event #24 for loss of communication between the keyboard and the 4-in-1. The console was power cycled and the console booted up without error. This controller error did not occur on any of the other boot ups with this console. Device analysis: the console was returned and was power cycled 100 times but the failure mode did not reproduce. The communication that failed on that boot up would have been between the qt1060 microcontroller on the kbd and an msc1210 on the 4-in-1. Root cause: the root cause of the controller error could not be determined as the keyboard communication error on boot up was not reproduced. H8 usage of device was erroneously entered on the selected manufacturer device report number: 1220648-2025-30389.